Manufacturer narrative:
Sensor 0m000g72epr has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed no issues with returned adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc freestyle libre sensor detached on the day of application and was therefore unable to test. Customer experienced a seizure, however no self or third party treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc freestyle libre sensor detached on the day of application and was therefore unable to test. Customer experienced a seizure, however no self or third party treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.